Manufacturer narrative:
Manufacture date is unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
The customer reported that the ventilator makes rattling noise and experiences intermittent power issues. There was no patient involvement during the reported malfunction.

Manufacturer narrative:
The device was returned to zoll failure analysis lab for evaluation. The rattling noise was traced to the internal battery module. As documented in the operator's and service manual, the internal battery is a removable and replaceable module within the device. Slight movement of the batty may be observed when the device is handled or shaken outside normal operating conditions. This is consistent with the device design and does not indicate a device malfunction. The device was allowed to operate for approximately 13.7 hours and there was no intermittent power loss observed during this time. The device was moved around during the testing period and the power remained on the entire time as expected.